Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The part is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 130 samples were taken from the current production, the samples were visually inspected and the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6), the tube was found deformed and the cuff was found leakage during usage on the patient. Involved 1pc."

Event description:
It was reported that "from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6) hospital of (B)(6) university, the tube was found deformed and the cuff was found leakage during usage on the patient . Involved 1pc.".

Manufacturer narrative:
(B)(6). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The sample was visually examined with and without magnification. Upon visual inspection, it was found that the sample was slightly kinked at the "i.d" label near the distal end of the device. No other defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.25mm) of the designated size of the et tube is used to check the potency of the lumen. A ball bearing of 5.25mm was used for the kink test. Upon testing, the ball bearing was able to pass freely through the tube. Multiple attempts were made from both ends of the tube and no issues were observed. The returned sample was able to pass the kink resistance test.the IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of tube kinked could not be confirmed based upon the sample received. The returned et tube was functionally tested for kinking. A ball bearing of a minimum of 75% the size of the inner diameter of the tube was able to freely pass through the tube multiple times with no issues. A device history record review was performed with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.